Event description:
Provider states joystick has e100 code. Provider states the chair will power up all the functions will work except the drive mode. Provider states all the connections are connected. Provider states the end user has been sitting in the chair due to the comfort of the tilt and elevate function, provider also stated when the end user goes down his driveway and hits a bump or threshold the chair will turn off. Provider states the chair is at the end user's home, no further information provided. Parts web page provider was advised: (B)(4) "kit, mk5 tt-ex controller w/ installation instruction sheet" is no longer available for sale. As of (B)(6) 2013 the mk5 tt (truetrack) ex controller is no longer a repairable item.